Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the tip of the device came out of the scope the orientation was incorrect and could not be adjusted. The device was removed and the procedure was completed with another hydratome rx sphincterotome. The complaint device was subsequently tested and when bowing the device it bowed at a very sharp angle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities. A functional evaluation found that the orientation of the distal tip was within specification. Additionally, the device meet the bowing specification and when released the device returned to it's normal position. An evaluation of the device was unable to confirm the complaint. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the tip of the device came out of the scope the orientation was incorrect and could not be adjusted. The device was removed and the procedure was completed with another hydratome rx sphincterotome. The complaint device was subsequently tested and when bowing the device it bowed at a very sharp angle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.